Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, it was reported that the patient experienced laxity, effusion, pain, ambulation difficulties and synovitis. As a result, the patient underwent a left knee revision approximately 8 years and 6 months after initial implantation. No further patient impact reported. No further information available.